Event description:
Pt was observed at 2:30am, asleep. Water was emptied from the ventilator tubing, the pt awoke briefly, then went back to sleep. At 3:25am, nurse passed pt's room, observed facial pallor, went into room and observed that the disposable inner cannula was partially dislodged from the trach tube. Approx 1/2 inch of the tip of the inner cannula remained in the trach, ventilator tubing still attached to the inner cannula, and ventilating the pt- chest noted to rise and fall. The pt was found to be without a pulse. The pt was a quadriplegic, c1, secondary to a motor vehicle accident, and had respiratory failure requiring artificial ventilation (aequitron lp10 vent). Problem: dislodgement of disposable inner cannulas have been previously noted. It is problematic for ventilated pts, as the ventilator may not sense the decrease in pressure and may not alarm. The facility medical staff is currently writing a policy restricting or eliminating use of trachs with disposable inner cannulas.